Manufacturer narrative:
G2: corrected to include foreign. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: bi71000175, serial/lot: unknown. A medtronic representative went to the site to perform a system check out and they found that the system functioned as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the customer had a green charge indicator on the mobile viewing station(mvs) and the image acquisition system(ias), and the system was stored on charge overnight. It was confirmed through labview that there was a problem with the node 9 charger card. Labview indicated the out en and uvp over to be orange and c/10 equaled 0vb. The tray voltages were measured and it was found that the voltage from tray five was outputting the correct voltage in standalone and when connected to the mvs. Card 6 (nodes 5 and 9) was swapped with card 8 (nodes 7 & 15). After checking the status in labview, there was no longer an error present for node 9 and the battery status indicator was no longer flashing red. The system was shutdown and restarted to confirm proper start up, and was able to acquire 2d and 3d scans to confirm correct system operation. There was no patient involvement.